Event description:
The pt was admitted to the hosp for removal and replacement of bilateral silicone breast implants and total capsulectomies secondary to rupture of both breast implants and bilateral capsule contractions. MFR and date of implant is not known.